Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tube it was difficult to pierce through the stopper. The following information was provided by the initial reporter and translated to english. The customer stated: "the green head tube of this lot has to be pressed very hard before it bleeds out."

Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for stopper defect with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to stopper defect as all samples met specifications. The complaint verbatim isn't clear on what the actual defect / failure is so this complaint will be re-investigated if additional information becomes available. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper defect. Bd was not able to identify a root cause for the indicated failure mode.